Event description:
The patient reported receiving low readings from their teladoc blood glucose meter that did not match with how they felt and were low compared to a capillary lab test. Our investigation found that while the patient referenced comparing readings to a lab test, it is unclear whether these measurements were taken simultaneously. The patient reported the capillary lab test result was 158-159, while the teladoc meter read 64.

Manufacturer narrative:
A replacement blood glucose meter was sent to the patient. A new refill kit and control solution were also sent. The patient's blood glucose meter was requested to be returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.